Manufacturer narrative:
Age at time of event 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The target lesion as located in the mildly tortuous and moderately calcified right coronary artery (rca). A 10 mm x 3.50 mm wolverine coronary cutting balloon was used to dilate the lesion and on the first inflation at 11 atmospheres, the balloon ruptured. The balloon was checked and noted to be defective. The procedure was completed with another manufacturers device. No patient complications were reported and the patient status was good.